Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Unit had broken battery tube threads.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer's blood glucose level was unknown at the time of incident. Customer also stated that insulin pump damaged on the to of battery compartment. Device will be returned for analysis.